Event description:
A customer reported an issue with their pump screen, which would flash on and then immediately turn off upon pressing the button or charging the device. The screen issue affected the customer's ability to interact with the pump. The customer declined to provide blood glucose level information. The corrective action involved replacing the pump, a process that was facilitated by technical support, who confirmed the warranty and shipping details. The customer was instructed on returning the malfunctioning pump and was advised to use multiple daily injections (mdi) as a backup therapy.